Event description:
A healthcare professional from a clinical study later reported that starting on (B)(6) 2015 that there was paresthesia secondary to deep brain stimulation and the patient experienced a pain to the right deep brain stimulator generator. This had occurred once the week prior as well as two weeks prior. The patient had electrical tingling down the right arm and it had begun to hurt; it had lasted about 30 minutes. The patient could not trigger it. It felt like she was pushing on the deep brain stimulator wire. Action taken included being referred to neurosurgeon for evaluation. The neurosurgeon advised the patient to follow up as needed if the paresthesia returned. The patient had informed the office on (B)(6) 2015 that the paresthesia had self resolved. The outcome was resolved without sequelae. Additional information received reported device interrogation was done and there were abnormal results of high lead impedance which they were going to continue to monitor to determine relation. Impedance were greater than 20000 at contact 3. Imaging was done and results were normal for the patient. Etiology was the neurostimulator, extension and right lead, surgery/anesthesia.

Event description:
It was reported there was high impedance. The patient was asymptomatic. No actions had been taken and the event was noted as ongoing at the time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that during a right implantable pulse generator (ipg) change on (B)(6) it was found that the right ipg was disconnected, causing the impedance abnormality. The issue was corrected and resolved without sequelae on (B)(6). No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v084682, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v497075, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).